Event description:
In 2006 the lay user/pt contacted lifescan alleging that his one touch surestep would not turn on. The patient stated that the meter was not out of the box, the batteries were correctly installed, the battery contacts were in good condition, and the batteries were last replaced within one year. Troubleshooting with the customer care advocate did not resolve the power issue. The medical affairs specialist spoke with the patient 4 days later to obtain/verify information. The last time the pt tested on the meter was about a month ago and the patient sopped testing completely (normally tests 3 times/day) due to the power issue. Two days later after noticing the power issue, the patient developed symptoms of nervousness and flushing of the face, possibly due to stress. The next day (around 4:30 pm) the patient went to the emergency room due to the symptoms. The patient had blood work done, got a "430 mg/dl" (lab device), and then was treated with insulin for hyperglycemia. Although the patient was not testing for about a month, the pt continued taking his oral medications as prescribed. This complaint is being reported because of the power issue. The pt was unable to test, developed high blood sugar symptoms, and eventually required as insulin treatment by the health care professionals.